Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: do not implant damaged or contaminated breast implants. Do not store the breast implant with the fill tube in place, which may damage the integrity of the valve seal. Note: back-up breast implants should be available during the procedure.

Event description:
Healthcare professional reported "that during implant surgery, where the valve is, the valve cover has a little punch out in the top of it, and that silicone punch out came out and got stuck to the side of the implant, and is now part of it, it is sticking out, it looks like a little button [on the implant]." Patient contact with the device did not occur. The surgery was completed with a back up device.